Event description:
It was initially reported through an implant card that the pt had a generator replacement surgery due to unk reasons. Add'l info received revealed that the pt was implanted a year ago and recently he showed infection. The cause was unk. The site did not believe that vns has any link with the infection nor vns created it. Cultures were taken to confirm infection but the results were not provided. The site did not know if any manipulation or trauma took place. The cause of infection is unk at this time. Sterility records were checked to confirm that the device was sterile at the time of dispatch from the manufacture.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.